Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: running state becomes standby state. Probable root cause: - front board - u10 failure - touch screen - main board - jaw assembly - power supply - leds - tilting - light pipe - fans - ac inlet board - ac inlet filter - button rod - chassis - workmanship - inadequate air flow - inadequate calibration - use errors. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a loss of image. Please notes that the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a loss of image. Please notes that the procedure was completed successfully.